Event description:
In japan a covid + patient admitted in cardiogenic shock and a history of cardiomyopathy, was placed on an impella cp and ECMO for support in (B)(6) 2022. Later in (B)(6) 2022 the jpvad registry noted there had been an impella access site bleed and hemolysis. Both were treated with intervention, in the form of blood product and haptoglobin infusion.

Manufacturer narrative:
The medical team in japan discarded all product at the explant. No benchtop analysis to root cause is possible. The information provided by the jpvad registry alone did not lead to root cause. The failure mode will be monitored and trended.